Event description:
Ous MDR - after an implant period of approximately 24 months, it was reported that the ICD indicated high current consumption. A revision procedure was reportedly planned. At the moment biotronik has no further details with regard to the revision procedure. The ICD has not yet been returned to biotronik.

Manufacturer narrative:
Upon receipt, the ICD interrogation revealed the battery status eri. The device was implanted for 40 months and 16 charging cycles were recorded to the device memory. The ICD was subjected to an electrical analysis. During the analysis the current consumption of the ICD was verified and found to be elevated, confirming the clinical observation. The ability of the device to deliver therapies was tested. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In a next step, the device was opened to inspect the inner assembly and to check the functionality of the electronic module. Visually no deficiencies were observed. The current consumption of the electronic module was directly measured. The measurement confirmed an elevated current consumption. Further electrical investigations revealed that a low voltage capacitor of the electronic module was damaged, causing an increased current consumption. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Particularly the final acceptance test proved the device functions to be fully functional. In conclusion, the clinical observation resulted from a damaged low voltage capacitor on the electronic module. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. It is therefore assumed, that the damage occurred after the device shipment, however the date of occurrence was not determinable. Based on the analysis all therapy functions of the ICD were available, while the device was implanted and in service.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The returned device data of(B)(6) 2017 have been analyzed. The analysis revealed an elevated current consumption, which was automatically detected by the device, subsequently leading to a programmer notification message. Based on the information available for analysis the root cause of the elevated current consumption could not be determined.